Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 226 mg/dl, 196 mg/dl, 77 mg/dl, and 81 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.